Manufacturer narrative:
Device evaluation: one new unopened device was returned for evaluation. A review of the device history record found no related exception documents. The evaluation is in progress. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that they identified a foreign object in the valve body main port during their initial inspection of received product. The device was not sent to a user facility.